Manufacturer narrative:
Patient identifier : (B)(6) . Service inspected the analyzer log determined the arc, probe (08c94-47) was the likely cause of the issue. The issue was resolved by replacement of the arc, probe (08c94-47) on the architect i2000sr analyzer (B)(4). An instrument service history review determined no additional erratic or discrepant patient results as described in the current complaint reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The trending review determined no trends were identified for the arc, probe (08c94-47) or architect i2000sr analyzer (B)(4). The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a false negative architect total b-hcg result for a patient that is pregnant. The customer stated that the b-hcg result was inconsistent with the patient¿s clinical history. The patient generated a positive result from hcg urinary test and a positive blood test from another laboratory. On (B)(6) 2021, sid (B)(6), the patient sample generated a result of < 1.2 miu/l (negative) and on (B)(6) 2021 repeated with original sample tube and generated results of 26 and 83 miu/l (positive). There was no impact to patient management reported.